Event description:
It was reported that the customer believes the insulin pump accidentally gave her 10.0 units of insulin without being programmed and 23.0 units in previous case. Troubleshooting was performed. The bolus history was reviewed and found a bolus with 0 carbohydrates, blood glucose reading 0 mg/dl, and 10.0 units of insulin delivered. The easy bolus was off, and the device was not locked. The maximum bolus was set up to 10.0 units, but it should be at 5.0 units. It was stated that the customer treated the blood glucose reading with tablets and orange juice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.